Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coil), penumbra smart coil detachment handle (handle), a non-penumbra coil, and a non-penumbra microcatheter (headway). During the procedure, the physician placed a non-penumbra coil as the first coil in the target vessel using the headway. The physician inserted a smart coil into the microcatheter but had difficulty advancing the smart coil into the aneurysm. Therefore, the physician decided to remove the smart coil and microcatheter in order to prevent it from detaching in an undesired location. It was also reported that removing the microcatheter made re-accessing of the aneurysm more difficult due to a previously placed stent, but the physician was able to access the aneurysm using the same microcatheter. Subsequently, the physician successfully advanced the same smart coil into the aneurysm and detached it using a handle. Afterward, the physician advanced another smart coil into the vessel and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the physician manually detached the smart coil under fluoroscopy. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coil), penumbra smart coil detachment handle (handle), a non-penumbra coil, and a non-penumbra microcatheter. During the procedure, the physician placed a non-penumbra coil as the first coil in the target vessel using the microcatheter. The physician then advanced a smart coil into the vessel and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the physician manually detached the smart coil under fluoroscopy. Afterwards, the physician inserted another smart coil into the microcatheter but had difficulty advancing the smart coil into the aneurysm. Therefore, the physician decided to remove the smart coil and microcatheter in order to prevent it from detaching in an undesired location. It was also reported that removing the microcatheter made re-accessing of the aneurysm more difficult due to a previously placed stent, but the physician was able to access the aneurysm using the same microcatheter. Subsequently, the physician successfully advanced the same smart coil into the aneurysm. The procedure was completed using additional smart coils, the same handle and microcatheter. There was no report of an adverse effect to the patient.